Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 19 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had gastrointestinal (gi) bleed. The patient was reported as currently admitted to the hospital following lvad implant on (B)(6) 2018. The patient¿s hemoglobin and hematocrit (h&h) began to drop and reached 6.9 g/dl and 23.1% on (B)(6) 2018. The patient was transfused 1-unit packed red blood cells (prbcs) and h&h improved. On (B)(6) 2018 h&h dropped again and the patient was transfused 1-unit prbcs. H&h continued to be low the following day at 6.3 g/dl and 21.5%. The patient was transfused 1-unit prbcs. H&h remained stable for a few days. The patient reported dark stools and h&h dropped again on (B)(6) 2018. The patient was transfused 1-unit prbcs. Fecal occult blood test was positive. Gi was not consulted as there were no further issues with h&h. Aspirin was discontinued and the patient was discharged to home on (B)(6) 2018 with a stable h&h. At the time of the event, the patient was prescribed the anticoagulant aspirin. The patient had been transfused a total of 4-units prbcs during the event.